Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Upon initial inspection of the instrument the fse found particles covering the top as well as inside the instrument. The facility had changed the ceiling tiles and it appeared that dust had entered the instrument. The fse cleaned the instrument and checked the aspirate probes and found the instrument to be operational. Based on the info provided by the customer and evaluation of the instrument it is unk what caused the discordant results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp tup, t4, tsh, ft4, testosterone (testo), ft3, lh, prolactin (pro) and folate (fol) results were obtained and reported to the physician(s). A physician questioned some of the reported thyroid results. Samples were retested and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia centaur xp results.